Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
External insulation abrasions were found between 44.5cm and 47.0cm from the distal tip, consistent with lead friction to the ICD can. One of the rv conductors was melted at 45.5cm to 46.0cm from the distal tip. The damage found could contribute to reported impedance and output problems.

Event description:
It was reported that the patient presented to hospital after receiving inappropriate therapy. Device check revealed an alert for possible output circuit damage, low lead impedance and aborted therapy. An insulation anomaly was observed. The device and lead were explanted and replaced.